Manufacturer narrative:
Follow up being submitted for investigation results and corrected information. Corrected data: device not received for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation and would not stop running. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation and would not stop running. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.